Manufacturer narrative:
Reported event:  an event regarding disassociation and damage involving adm liner was reported. The event was confirmed only for damage based on inspection. Method & results:    device evaluation and results: visual inspection: visual inspection was performed as part of the material evaluation and indicated the following comments: damage observed on the device consistent with attempted implantation/explantation. Based on the given information, no identifiable materials or manufacturing discrepancies were observed on the surfaces examined. Ma - damage observed on the device consistent with attempted implantation/explantation. Based on the given information, no identifiable materials or manufacturing discrepancies were observed on the surfaces examined. Dimensional inspection: not performed as the dimensional aspects are not in question. Functional inspection: not performed as the functional aspects are not in question. Clinician review: no medical records were received for review with a clinical consultant.  Device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies.  Complaint history review: there have been no other similar events for the reported lot.  Conclusion:  it was reported that the patient's left hip was revised due to dissociation of the femoral head from the adm/ mdm poly insert and damage. The event was confirmed only for damage based on inspection. Damage observed on the device consistent with attempted implantation/explantation. Based on the given information, no identifiable materials or manufacturing discrepancies were observed on the surfaces examined. The exact cause of the event could not be determined because insufficient information was provided. Additional information including operative reports, progress notes, x-rays are needed to fully investigate the event. If further information becomes available this investigation will be re-opened.

Event description:
It was reported that the patient's left hip was revised due to dissociation of the femoral head from the adm/ mdm poly insert. No possible cause or contributor was reported to the rep. The head and poly were revised to the same size devices. Rep confirmed that no further information will be released by the hospital or surgeon.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced.

Event description:
It was reported that the patient's left hip was revised due to dissociation of the femoral head from the adm/ mdm poly insert. No possible cause or contributor was reported to the rep. The head and poly were revised to the same size devices. Rep confirmed that no further information will be released by the hospital or surgeon.